Event description:
A (B)(6) female patient was injected to the marionette lines and along jaw line with 1.5ml of radiesse on (B)(6) 2015. Initially, the patient reported she had swelling, redness, and injection site tenderness post injection that never really went away. She also reported that the swelling resolved, then four weeks post injection she developed swelling, erythema and slightn tenderness at injection sites. Injector is unsure which is accurate. The patient saw the physician on (B)(6) 2015 with the above symptoms ongoing.

Manufacturer narrative:
The physician prescribed medrol dose pack. Patient saw 70% improvement in symptoms within the first couple of days of taking the medrol dose pack. On patient's last day on the medrol dose pack, the swelling started to return. The patient followed up in the office on (B)(6) 2015 and was started on ibuprofen 800mg three times daily. The injector spoke with a merz nurse and the injector's medical director spoke with a merz physician. On (B)(6) 2015, the injector reported that patient was placed on two antibiotics and a "longer dose" steroid. The patient is doing much better. She is recovering but not fully recovered. The device history records for the reported lot were reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.